Event description:
It was reported the patient had a dental appointment on (B)(6) 2015 for a root canal and crown and they had not felt the same since the appointment. The patient stated it felt like they were being hammered in the head when the dentist was doing the drilling. At the time of this report, the patient¿s head was still bothering them. During the procedure, the implantable neurostimulation (ins) was on. When the patient checked the ins, the ins was on and okay. Follow up with the patient¿s healthcare professional (hcp) indicated the cause of the event was not determined and it was unknown if it was device related. The patient had not contacted the hcp prior to the procedure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial#: (B)(4), implanted: (B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, lot# v012713, (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v014583, implanted: (B)(6) 2007, product type: lead. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).